Manufacturer narrative:
H.6. Investigation: fifteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on all fifteen samples and a bent non patient end of cannula was observed on nine samples and a broken non patient end of cannula was observed on the remaining six samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 16 pen ndl 32ga 4mm experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported that the needle npe was found to be broken before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 16 pen ndl 32ga 4mm experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported that the needle npe was found to be broken before use.